Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend during the night because his sensor was reading lower than what his blood glucose level was. The insulin pump kept alarming that he was low when his blood glucose was not low. Customer's sensor glucose reading was 80 mg/dl but his blood glucose level was 233 mg/dl. The sensor and blood glucose difference was not within an acceptable range. The customer experienced a high blood glucose level and after he bolused it quickly came down. The insulin pump alarmed calibration error. The device was no returned.